Manufacturer narrative:
Tandem's t:slim user guide indicates that the maximum cartridge fill amount is 300 units. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer did not see insulin drops at the end of the tubing. Reportedly, the customer fills the cartridge with more than 300 units. Customer's blood glucose level was 180 mg/dl. The customer administered a bolus. Reportedly, the customer changed the cartridge successfully and resumed insulin delivery.